Event description:
It was reported that a patient underwent a paddle lead revision. During the surgery, the physician wanted to test the new lead but the patient had not charged her ipg before the surgery. The physician decided to replace the ipg with a charged one to finish the procedure. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device was returned for analysis, and findings concluded there was no complaint about the functionality of the device. This is a final report.